Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the jagtome rx 39 would not bow. The handle looked fine and multiple tactics were tried to get it bowed, and then it was noticed that the cutting wire was already broken, that's why it did not bow. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: note: it was reported that the device energized prior to bowing; however, per the instructions for use (IFU), "precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity." Additionally, the device energized when not in contact with tissue; however, per the IFU, "precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.